Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.